Event description:
It was reported that the blade was bent and couldn`t be fixed again.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The u-blade returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The traces of damage observed on the device were not reproducible during investigation; no step or instrument / implant described in the operative technique could cause this kind of damages in correct assembled mode. Most likely the u-blade was bent manually or it was damaged due to wrong insertion. A more precise evaluation was not possible due to missing associated lag screw and end cap and missing detailed information about the event. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that the blade was bent and couldn`t be fixed again.